Event description:
It was reported a patient sustained a collapsed lung coincident with a vest system. While hospitalized, the patient was recommended to try the vest and was trained on the device. The vest was set at 12hz/4/20 min and discharged home. Three days post discharge the patient returned to the hospital with a collapsed lung. The patient was hospitalized for seventeen days. Inpatient medical treatment was not reported. The patient was discharged home with the plan to return the following day for a surgical hernia mesh and ¿fusing their lungs to the chest wall to help prevent further collapsed lungs.¿ the patient was advised not to use the vest moving forward. There was no allegation of a device malfunction. No further information was available at the time of this report.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.